Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastrectomy, when the reload was attached to the adapter, the display blacked out and there was no motor sound. The adapter was removed and attached again but the handle did not work. Another power handle and power shell were used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g1 (MFR contact first name, last name, street 1, MFR city, region, country code, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing noted there were no abnormalities with the device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after an adapter attachment. Battery voltage as recorded in the log just prior to the log ending indicated a battery charge level that would enable the handle to operate. At the next initialization, the system clock reset and the battery charge level was reduced to close to no charge available. This indicates the power had been interrupted and the battery was fully depleted. It was reported that the power pack shuts off and the device lost functionality. The reported issue was confirmed. The most likely cause was traced to the environment. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.